Event description:
It was reported that a flo-gard infusion pump had an f-11 alarm (air in line/false alarm). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, system testing, service history review, and review of the event history log were performed. The alarm was identified during the sample evaluation and the event history log review. The cause of the condition was determined to be that the air in line sensor out of calibration. To correct the condition, the air in line sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.